Event description:
It was reported that during a device changeout procedure, the atrial lead exhibited a sensing anomaly. The lead was capped and replaced without complication. The patient was in normal condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.